Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that air leaked from the bd precisionglide¿ needle and syringe connection during use. The customer reported 3 occurrences of this event, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "contact reported that syringe had an air leak at needle and syringe connection. Contact reported that they believed this issue was caused by faulty cartridges and continued to use the same syringe to try and fill 3 different cartridges. When contact replaced syringe, contact realized that syringe was the issue."